Manufacturer narrative:
The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found full breach insulation degradation was noted at 46.9 cm from the connector pin.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01130. Related manufacturer reference number: 2938836-2020-01132. It was reported that the patient presented in-clinic with bacteremia and lead vegetation. The system was extracted. The patient was stable after the procedure.